Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who went onsite and replicated the problem. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to clinical use. This pr was determined to be a non-reportable issue, as new information from the good faith effort (gfe) determined that there was a sound and it was faint. Even though there was a visual inop, the audio has been confirmed to work and provides sound.

Event description:
Philips received a complaint on the suresigns vsi - nbp/spo2 indicating that there was a speaker malfunction. A good faith effort (gfe) was performed to clarify the allegation, and it was provided that the speaker produced sound, but it was faint. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device produced audible sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).